Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had experienced high blood glucose levels and was hospitalized. It was unclear at the time of the call if the patient was wearing the insulin pump and the reporter could not be reached for further information or troubleshooting. This complaint is being reported because the patient allegedly experienced a serious bg excursion.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2016-correction to brand name, model #, serial #, & PMA/510(k)#.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The investigation was unable to verify or duplicate the initial complaint. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.